Manufacturer narrative:
The customer reported that the footswitch had a problem. There was no reported harm to a patient. The customer spoke to the company representative to assist with troubleshooting. The customer was able to troubleshoot and identified the problem reported. The company representative recommended the customer order a new footswitch. The facility did not request service. With no additional related information provided, the customer reported event was no able to be confirmed. The footswitch was manufactured on december 15, 2008. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this footswitch. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system had a footswitch problem before a procedure. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).